Event description:
Country of complaint: (B)(6). On (B)(6) 2014, repair tech was in the clinic in to repair the orthopilot. The customer reported that the software crashed and the surgery had to be finished manually. It was not possible to remedy the defect locally. Also there was no record in the windows failure report. The usb-bush and the pc-unit has been changed. On (B)(6) 2014 the customer reported that the system shows a failure message during booting up. It was not possible to load the all data. After the surgery the op-report could not be saved. Furthermore the foot switch was not fully operative.

Manufacturer narrative:
Mfg site eval: eval on-going.